Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and reproduced the reported issue as battery alert issue. Evaluation observed and found the battery alert message when the battery was tested with a known good pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'battery has died' was verified. The assignable cause is considered to be the failed battery cell. Based on the evaluation result that battery cell requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.It was reported that a spectrum wireless battery module died during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.